Event description:
On (B)(6) 2012, pt reported the up button on the infusion device has worked intermittently for the past year. The infusion device was not dropped. Pt boluses approx 4 times per day, and he has used this infusion device for 4-5 years. The infusion device does not make an audible sound when the button is pressed. The infusion device was replaced and returned for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue. The infusion device was evaluated, and the up/down button does not operate. The printed circuit of the up/down flex connection is interrupted.